Manufacturer narrative:
(B)(4). Reference exemption number e2017029. An investigation was performed on the basis of complaint statistics as no device was returned for evaluation. The root cause the root cause for this event was determined to be an incorrect use of the device. If further information is obtained that might add value to the contents of the investigation report, an additional follow-up report will be submitted. Additional product for this event and patient captured in MDR 9610905-2018-00006.

Event description:
It was reported that the patient received heat burns bilaterally on their cheeks. The twist drill was being used at 35,000 rpm with a trocar. It is stated in IFU 90-274-92-40 and 91-600-00-41 under precautions "when using twist drills, copious amounts of irrigation are mandatory to alleviate excessive heat generation, which can lead to bone necrosis, and in extreme cases, soft tissue burns through contact with trocar and cannula." And "twist drills are not designed to be used at speeds in excess of 5000 rpm." The burnt tissue was cut out like a scar revision.